Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. The patient was last seen by the implanting physician in 2017; however, the implanting physician does not believe the patient's death was related to the device. It was noted by the implanting physician that the patient had multiple severe comorbidities.